Event description:
Additional information from the patient indicated that a change in their programming let to charging every 3-4 days. The patient stated that they think the programming is consuming the energy of the device. They indicated that no steps have been taken, and they are still trying to contact the hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins) the reason for call was patient mentioned that they used to charged the implant after 10 days but now they charged it every after 3-4 days. Patient explained their concern vaguely and agent was able to confirmed that the ins battery is the one depleting and not the controller. Patient mentioned that this has been going on for about 2 months. Initially patient thinks it was the battery pack but patient batter pack was replaced early this year. Agent had the patient unlock the controller and they are using group c with 3.9 intensity and at night they lower down the intensity. Patient controller and ins is at 100%. Agent reviewed device information and battery depletion. Agent redirected patient to hcp to further address the concern.